Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown, product type: unknown. (B)(4).

Event description:
A consumer reported there was a problem with the patient programmer and the programmer would not do telemetry with the antenna. The programmer was not working properly and the patient had trouble turning stimulation on and off. It took the patient multiple attempts to get stimulation turned on and off. Without the antenna attached, the patient was able to communicate with the implantable neurostimulator (ins) right away. The programmer antenna looked fine. There was no patient harm reported. The patient later reported that they contacted their health care provider (hcp) about being unable to turn the therapy on and off. The hcp told the patient to contact a manufacturing representative about it. The patient had received a new programmer. The patient's indication for use is essential tremor.